Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). (B)(4). The investigation is still in progress. Once the investigation is complete, a follow up MDR will be reported.

Event description:
It was reported that the electric dermatome handpiece works slowly. Intervention completed with another device. The event occurred during surgery. A delay was reported of 31-60 minutes. No additional adverse events were reported.

Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. UDI # : (B)(4). On (B)(6) 2018, it was reported that the electric dermatome hand piece works slowly. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The customer also returned a power supply, serial number (B)(6), for evaluation. The device history record (DHR) review of electric dermatome serial number (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(6) as documented in the repair reports in livelink. The device history record (DHR) review of electric dermatome power supply serial number (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome power supply serial number (B)(6) as documented in the repair reports in livelink. Product review of the electric dermatome by medicrea on september 11, 2018 revealed that the motor did not run. The calibration was out of specifications at the zero, ten, and twenty settings and the control bar was not in the correct position. Product review of the electric dermatome power supply by medicrea on september 27, 2018 revealed that the device functioned as intended and passed all required testing. Repair of the electric dermatome was performed by medicrea on september 27, 2018 which included replacement of the bearings, spring seal, motor, and control bar. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.7035. The reported event was confirmed since during the product review by medicrea it was revealed that the motor did not run. The calibration was out of specifications at the zero, ten, and twenty settings and the control bar was not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was revealed that the motor did not run. The calibration was out of specifications at the zero, ten, and twenty settings and the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.